Event description:
Device failed to process blood collected from pt when in auto mode. One unit of donor blood had to be transfued while co was contacted. Co rep gave instructions via phone and collected pt blood was processed via the manual mode and later transfused.